Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article, one patient underwent a closed reduction procedure approximately two weeks post-implantation of total hip arthroplasty. It was further reported there was no recurrence of dislocation as of the latest follow-up.